Event description:
It was reported that this right atrial (ra) lead exhibited an impedance greater than 3000 ohms and loss of capture due to a fracture. The x ray confirmed that the ra lead remained attached to the atrial appendage. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported.